Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone (10 mg/ml), clonidine (100 mcg/ml), and bupivacaine (10 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had their pump filled yesterday for the first time since it was implanted 3 weeks ago due to the hospital not allowing the patient to get the pump filled at implant. The patient stated, ¿I got a call this morning and they said they put clonidine, hydromorphone, and the stuff that numbs it into the pump, but they said we have to adjust the clonidine because they put too much clonidine in there.¿ the patient told them they were supposed to come back in 2 weeks and couldn¿t make it until tomorrow. It was ¿like a 2 hour drive.¿ they told the patient that nobody was going to be at the clinic except a nurse who was ¿going to show up and hook it up and readjust it.¿ the patient was told ¿the lowest you could go was 0.499 but I'm either at 0.05 or 0.5.¿ additional information was received later the same day from an hcp via a company representative who reported that a bridge bolus had been in progress for 26 hours with the wrong drug programmed as the primary drug. They wanted to cancel the bridge bolus and program a new bridge bolus. The possibility of canceling the bridge bolus and doing an advanced prime to push the rest of the saline through the system was discussed and they decided to go with that option. The agent walked them through the programming during the call.

Manufacturer narrative:
Continuation of d10: product ID# a810. Serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.